Event description:
It was reported that during a pci procedure, the tip of the pt2 guide wire detached. The 90% stenosed lesion being treated was located in a tortuous and severely calcified left circumflex (lcx) /obtuse marginal branch (om) coronary artery. The guide wire was manipulated through a metal entry needle. Approximately 1 cm of the tip detached and remains in lcx/om. The distal segment of the lcx/om where the tip detached was reported as highly tortuous. In the opinion the physician, the separation may have occurred due to "long time use and it might have metal fatigue (tip of the wire might be transformed to "u" shape for approximately 1 hour) or when the atlantis was advanced to distal of lcx om, the tip of the atlantis pushed on the bending part of the wire." The procedure was completed with this device. No pt injuries or complications were reported. Pt status is reopended is reported "stable."